Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the device exhibited oversensing while outside of the pocket. When implanted in the pocket, pacing occurred under p-wave tracking. The physician elected to utilize another pacemaker.